Manufacturer narrative:
It is possible that excessive tension was placed upon the ventilator circuit during the patient movement that caused an outward force upon the et tube, resulting in dislodgement. The nasogastric tube was also dislodged at the same time. Use related error cannot be ruled out.

Event description:
It was reported that when the radiology technician was moving the patient to his/her side, the endotracheal tube and the nasogastric tube were dislodged. It was stated that the et tube slipped through the anchorfast endotracheal tube fastener tube strap. The patient was coded and needed to be reintubated. Reintubation was successful and patient was stabilized. The patient was admitted on (B)(6) 2013 and the event occurred on (B)(6) 2013.